Event description:
On (B)(6) 2026, a patient (pt) reported vision loss in the right eye (od) while wearing acuvue® vita¿ brand contact lens (cl). The pt reported wearing ¿sample lenses over the weekend¿ and contacted the ophthalmologist due to discomfort and ¿impaired vision¿. The pt reported the sample cls were provided on (B)(6) 2026 following an eye examination. During the follow-up (fu) exam, the eye care professional (ecp) removed the cl from the od and ¿my vision began to clear.¿ the pt reported that the ecp advised that the ¿lens appeared to be defective and would reorder a new set. The ecp provided a ¿lens in the back room with the exact prescription needed.¿ the ecp provided the replacement cls and although ¿my eye was already irritated, the lens initially improved some of my vision issues.¿ after wearing the suspect cls over the weekend, ¿my right eye vision deteriorated rapidly.¿ the pt reported by tuesday, the pain and ¿loss of clarity were so severe that I sought immediate care at an urgent care facility.¿ the pt was referred to an eye clinic and then ¿urgently transferred¿ to a ¿hospital ophthalmology specialty department¿ and was admitted for 14 days. The pt reported a ¿complete loss of vision in my right eye, including destruction of the cornea and damage to additional ocular structures.¿ the pt reported the ophthalmologist advised that ¿the removal of the eye may be required due to the extent of the injury.¿ the pt reported ¿this occurred only after a few days of wearing the lenses provided.¿ medical reports provided: hospital procedure: admit: (B)(6) 2026 discharge: (B)(6) 2026 date: (B)(6) 2026: prokera implant od, prokera sum biologic corneal bandage. Office visit: (B)(6) 2026: pt presented due to eye infection since first of the month, pt was testing out new contacts. Pt was hospitalized for a week and od is being treated. Pt notes was sleeping in contacts and has been wearing them for years. Pt seen for regular exams with ecp. Severity: mild, tired eyes, eye fatigue, dry eyes. Specialty meds (initial): doxycyline monohydrate 100mg, ciloxan 3mg/ml ophthalmic solution 0.003 four times daily (qid), dorzolamide 2% three times daily (tid), timolol 0.5% twice daily (bid), valacyclovir 500mg od: visual acuity: uncorrected: lp; lids-normal, severe conjunctival edema cornea: opaque cornea with 8 rk cuts, limbal thinning nearly 360, prokera ring in place with ¿melted amtm¿ anterior chamber: filled with hypopyon impression/plan: corneal ulcer od (+pseudomonas, ?hsv) prokera ring removed in office and recultured; deep corneal ulcer likely involving sclera received 7 days of morgan lens lavage with tobramycin, still very purulent with worsening hypopyon. Asked pt to return to inpatient and consult with ecp for possible enucleation/evisceration continue tobramycin and vancamycin while waiting in emergency room (ER), (but pt did not bring drops) resident doctor instructed to continue morgan lens tobramycin/vancomycin every 2 hours (q2h), continue valtrex by mouth (po) as well. Procedure: corneal scraping/cultures #1 od, diagnosis: corneal ulcer, scrapings were sent for culture/diagnosis specialty meds (final): doxycyline monohydrate 100mg, ciloxan 3mg/ml ophthalmic solution 0.003 qid, dorzolamide 2% tid, timolol 0.5% bid, valacyclovir 500mg, fortified tobramycin 13mg/ml every hour (q1h) od, fortified vancomycin 50mg/ml injectable q1h od. Culture- report status partial collected: (B)(6) 2026, received: 12mar2026, reported: 13mar2026 clinical info/source: left cornea (?) Culture: no mold or years isolated to date, no growth to date gram stain: no "wbs" or organisms seen tests ordered: fungus culture, miscellaneous; culture, wound, aerobic/anaerobic with gram stain ophthalmology infection pathogens detected: bacterial pathogens: pseudomonas aeruginosa. Culture- report status partial collected: (B)(6) 2026, received: 12mar2026, reported: 16mar2026 clinical info/source: left cornea (?) Culture: no mold or years isolated to date, no growth to date, no anaerobes isolated, no growth gram stain: no wbs or organisms seen tests ordered: fungus culture, miscellaneous; culture, wound, aerobic/anaerobic with gram stain. Office visit- (B)(6) 2026 reason for visit: follow up- corneal ulcer od (+pseudomonas? Hsv), senile cataract follow up: corneal ulcer +pseudomonas, pt denies history of cold sores cc: pt states maybe a little better, the eye is still red severity: moderate, location: surface of eye, duration of problem: since last visit specialty meds (initial): doxycyline monohydrate 100mg, ciloxan 3mg/ml ophthalmic solution 0.003 qid, dorzolamide 2% tid, timolol 0.5% bid, valacyclovir 500mg, fortified tobramycin 13mg/ml q1h od, cyclopentolate 1% bid od, and brimonidine 0.2% tid od od exam: visual acuity: uncorrected: lp; l/c/s: lids-normal, mild conjunctival edema, 2+ injection, scant discharge cornea: opaque cornea with ¿8 rk cuts¿, limbal thinning nearly 360 anterior chamber: filled with suppurative hypopyon impression/plan: corneal ulcer od (pseudomonas, hsv) on (B)(6) 2026- discharge has improved; start prednisolone od bid, continue all other drops, start valacyclove 500mg, prokera ring removed in office and re-cultured as well deep corneal ulcer, likely involving sclera received 7 days of morgan lens lavage with tobramycin, still very purulent with worsening of hypopyon asked pt to return to inpatient and consult ecp for possible enucleation/evisceration continue tobra and vacon while waiting in ER (but pt did not bring drops with him) resident doctor is instructed to continue morgan lens tobra/vanc q2h, continue valtrex po as well specialty meds (final): doxycyline monohydrate 100mg, ciloxan 3mg/ml ophthalmic solution 0.003 qid, dorzolamide 2% tid, timolol 0.5% bid, valacyclovir 500mg, fortified tobramycin 13mg/ml q1h od, cyclopentolate 1% bid od, brimonidine 0.2% tid od, prednisolone acetate 1% bid od follow up: 5 days. Received mw 5186562 on 28apr2026 from johnson and johnson regulatory department. Additional information not included in pt¿s initial email received on 07apr2026. Pt reported a medical report, date of visit not included: chief complaint: sent by ophthalmologist for complaints of acanthamoeba keratitis. Pt complains of od eye pain, visual disturbances for 2 days. History of soft contact lens wear in both eyes. Presents with od eye redness, pain, watering, discharge and decreased vision for 4 days. No inciting event, no exposure to plant matter or freshwater like a hot tub. Has poor cls hygiene and has ben wearing the cls in left eye (os) for 3 days. History of ¿rk¿. Review of symptoms: negative for double vision, flashed, floaters, black curtain being drawn across vision. Va od: sc hm oscc 20/20 od pupils: difficult view, no apd od intraocular pressure (iop): 27 consultation reports motility od grossfully full, poor compliance with testing due to pain dilation. Phenylephrine 2.5% and tropicamide 1%, 1 drop each admit and discharge dates not provided. Date of event: 27feb2026 brand name: acuvue vita brand contact lenses. No lot number provided medications: brimonidine 0.2% ophthalmic solution, ciprofloxacin 0.3% ophthalmic solution, doxazosin 1 mg tablets, cyclobenzaprine 5 mg tablets, doxycycline 100mg caps, montelukast 10 mg tablets, edarbclor 40/12.5 mg tablets, prednisolone ac 1% ophthalmic suspension, tobramycin 0.3% ophthalmic solution, and valacyclovir 500 mg tablets. No additional medical information has been provided. The suspect od lot number is unknown. It is unknown if the suspect od cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.